Event description:
When the customer run the ventilator, an technical alarm occurred indicating an open safety valve. No pt was connected. The failure could not be reproduced.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.